Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarms. Customer was able to clear the alarms but unable to rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Pump returned with pump error 3, pump error 42, pump error 80 and pump error 54 on 12-jan-2022. Pump's history and trace files downloaded successfully using thus software. Pump passed the self test and displacement test, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests. No pump error 54 3, 42, and 80 alarms noted during testing. Pump error 54 was present in the history download on event date of 01/12/2022 at 09:40am. Esf#: 3010978, (file number 32122 line number 1421). Pump error 3 was present on event date of 01/12/2022 at 09:40am. Pump error 42 was present on event date of 01/12/2022 at 09:40am. Pump error 80 was present on event date of 01/12/2022 at 09:40am. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on electronic assembly, motor, or force sensor. Test p - cap/ reservoir locks properly into place. The motor was tested outside of the device and passed. During visual inspection the following were noted: pillowing keypad overlay, cracked keypad overlay, corroded battery tube, and a scratched case. Pump errors 3, and 80 confirmed on event date of 12/21/2021 at 09:40am and pump error 54 (line number: 1421 , file number: 32122) alarms confirmed in pump history/trace files on 01/12/2022 at 09:40am due to a software anomaly esf#: 3010978. Pump error 42 not confirmed in testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.